Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (pt rep) regarding an implantable neurostimulator (ins). The reason for call was patient representative said that the patient had an ins replacement on (B)(6), and had to go to the emergency room on sunday and then saw managing healthcare provider (hcp) on monday "because he was in a lot of pain and couldn't walk and the implant was swollen and it was found he had a hematoma". Pt rep said that the hematoma is still present and they are icing the implant and pt is taking norco for pain and there is a nurse that visits twice a week to check on the patient. They said pt has a follow up appointment scheduled for (B)(6). Emailed local reps asking them to call the patient back.